Event description:
On (B)(6) 2012, it was reported that the down button on the patient's infusion device was not functioning. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Infusion device was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is available at this time. If further information is obtained it will be provided in the supplemental report.